Event description:
Additional review indicated that the health care provider told the patient she had bacterial infection.

Event description:
Additional information reported that the patient's pump had rotated after the first week of implant. After the second week, it started to "hurt at touch" and the patient's skin began to tear and was leaking. It was noted after the patient received antibiotic treatment, that's when things "got worse" and it was decided to have the pump removed. It was stated that the patient was "feverish" after being home on antibiotics and she couldn't concentrate and hold information. The patient went back to the hospital and was admitted. It was also reported that the patient had "body spasms", was "stuttering" and couldn't keep her balance. While in the hospital, it was noted that the patient had pain control but once discharged, it was indicated that the problems started "back up her legs". It was stated that the patient had spinal meningitis, but then later noted as infection only. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8590-1 lot# n328331, implanted: 2012 (B)(6). Product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The catheter access port (cap) was found to be patent and the alarm tested within specification. The pump was tested for dispense accuracy and found to be within specification. Analysis of the catheter found no significant anomaly. Partial catheter was returned and there was an indent found in the seal of the sc connector which did not affect infusion. The catheter was patent, and passed flow and in line pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks following pump implant, the patient developed an infection in the pump pocket and "almost died". The pump and catheter were removed due to infection near or at the pump site. A culture was taken but the healthcare provider (hcp) had not yet reviewed the results. The patient was given antibiotic treatment. The patient stated that on (B)(6) 2012, she had blood and puss coming out of the incision site. The patient also had a hematoma at the site of the pump pocket and had trouble getting up to use the restroom. At the time of the report the patient had a "knot" on her back and her back hurt due to inflammation. The patient stated that the pump rotated and started tearing at the skin. Other symptoms included fever and pain. The patient also reported hearing an alarm that but stated that it did not sound like the alarms on the pump; however, the pump had not been interrogated. As of the time of the report, the patient had been hearing the alarm for two weeks and it sounded like "it is coming from my throat". It was not clear if this alarm was coming from the pump. Following the explant, the patient outcome was reported as recovered without sequela. Per the telemetry strips, the pump delivered duramorph; however, the hcp was unsure what medication was in the pump. Additional information has been requested but was not available at the time of this report.